Event description:
The reporter indicated the surgeon was inserting an aa4203tl toric silicone single piece lens and the lens tore. Additional information has been requested but none has been forthcoming. If additional information is rec'd, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).